Event description:
It was reported that if bolus is used with 2d or 3d inhomogeneity correction the relative electron density in the "qa dose point data" spreadsheet is reported as zero in the bolus area. Beams with bolus and either 2d or no inhomogeneity correction are not affected because the reported relative electron density values are not used in the dose calculation.